Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. The following information was requested: additional information states ¿some sutures (needles) broke during the removal from the package, others during use on patients¿ (B)(4) ¿ procedure 1 - implant second stage surgery on (B)(6) 2023. Did both suture breakage and needle breakage occur during use on patient? How many sutures broke during the procedure? How many needles broke during the procedure? (B)(4). ¿ procedure 2¿ implant placement on (B)(6) 2023. Did both suture breakage and needle breakage occur during use on patient? How many sutures broke during the procedure? How many needles broke during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. Corrected information: b5. It was reported that a patient underwent a dental implant second stage placement procedure on (B)(6) 2023 and suture was used. It was reported that sutures keep breaking easily during procedures. There were no patient consequences reported. Additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/4/2024. Additional information was requested, the following was obtained: 3 sutures/needle broke during each procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07617, 2210968-2024-00091, and 2210968-2024-00092.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported to the distributor by the customer that sutures keep breaking easily during procedures. Device is available for return. No patient consequences were reported. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the event occurred during multiple procedures a total of 2 procedures. 1st procedure: implant second stage surgery on (B)(6) 2023. Box of remaining pga sutures with lot number already been sent for analysis. Some sutures (needles) broke during the removal from the package, others during use on patients. 2nd procedure: upper implant-supported denture (hybrid). Implant placement x6 on (B)(6) 2023. Box of remaining pga sutures with lot number already sent for analysis (same lot number/box as above). Some sutures (needles) broke during the removal from the package, others during use on patients